Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is failing the self-test as a result of a battery fault. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is failing the self-test as a result of a battery fault. The customer was provided a quote for repairs and services, but the customer did not accept the quote and the case was closed. No repairs performed, no services provided. The device remains at the customer site. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The reported problem was not confirmed. The customer was provided a quote for repairs and services, but the customer did not accept the quote and the case was closed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital). H3 other text : customer did not accept the quote for repairs and services.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is failing the self-test as a result of a battery fault. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is failing the self-test as a result of a battery fault. The customer was provided a quote for repairs and services, but the customer did not accept the quote and the case was closed. No repairs performed, no services provided. The device remains at the customer site. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The reported problem was not confirmed. The customer was provided a quote for repairs and services, but the customer did not accept the quote and the case was closed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction to become aware date (bad). H3 other text : customer did not accept the quote for repairs and services.